Event description:
The customer reported that the pt monitor dropped. No pt injury was reported.

Manufacturer narrative:
(B)(4). The customer reported that the pt monitor dropped. No pt injury was reported. Philips has no info that suggests any mounting problem or involvement. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.